Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush handle snapped during use. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush handle snapped during use. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, no lot number was reported by the consumer therefore, a batch record review could not be requested or a lot trend analysis performed. The manufacturer reported no changes in related product history or any manufacturing/facility issues that would have affected the production of this product from (B)(4) 2010 to (B)(4) 2012. Sample was not received. A review of the data associated with this complaint category (breaks/falls apart with use and reportable pqc) revealed no adverse trends. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case would be reopened and investigated accordingly upon receiving the sample. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.